Event description:
This is report 4 of 12 for the same event. It was reported that when charging the battery device on the universal battery charger device, it was observed that the battery device would not charge. According to the report, the battery device started indicating ¿not charging¿ (red light). It was further reported that the battery device was tested with four universal battery charger devices. There were a total of eight battery devices tested on four universal battery charger devices. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering visited the customer site and observed that the fuse in the device was blown. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excess current drawn from the battery handpiece devices. It was further determined that the hand piece devices had not been serviced on an annual basis as recommended in the directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.